Event description:
Complainant alleged that during a routine shift check by a clinician, the device gave a "unit failed" prompt and displayed a red "x". The complainant indicated that entries for "error 5" and "error 8" were observed in the device's error log. Complainant indicated that there was no patient involvement in the reported malfunction.